Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information, it was reported that during the procedure the obturator and wire guide were removed simultaneously as a unit. There was no resistance felt during advancement of the wire guide but some resistance was encountered upon removal of the wire guide. The wire guide fragment in the chest wall was removed manually at the bedside by a credentialed provider. The patient was not hospitalized/hospitalization was not prolonged as a result of this event.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported on 29sep2021 by (B)(6) hospital (united states) that the guide wire of a wayne pneumothorax tray (rpn: c-utpty-1400-wayne-112497-imh; lot: 13445511) separated. The device was required by a 67-year-old male patient for treatment of a pleural effusion and pneumothorax at the bedside. After advancing the catheter into the patient, the user encountered slight resistance when removing the guide wire and obturator simultaneously as a unit. Once the wire was removed, the user inspected the device and believed it to be intact. Approximately 4 days post-insertion x-ray showed a suspected retained wire. The wayne catheter was then removed without difficulty and the retained wire guide fragment was noted. The wire "initially remained lodged in the patient's chest wall" but was ultimately removed manually at the bedside by a credentialed provider without harm to the patient. A subsequent chest x-ray confirmed no portion of the wire guide remained in the patient. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU) as well as interview of personnel conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The lot number was not provided, so a global sales report was investigated and only one lot number appeared for this customer in the last three years, lot# 13445511. Therefore, a review of the DHR for the device lot# 13445511 and related sub-assembly lots was performed and revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet c_t_waynemod_rev5. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. In the instruction for use section, it states that after placement of the catheter, remove the wire guide and catheter obturator. Based on the available information, no device return, and the results of the investigation, cook has concluded the most likely cause of this failure is a component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the guide wire of a wayne pneumothorax tray separated. The device was required by a (B)(6) year-old male patient for treatment of a pleural effusion and pneumothorax at the bedside. During the procedure, left-sided access was obtained using modified seldinger technique. After advancing the catheter into the patient, the user encounter slight resistance when removing the guide wire. Once the wire was removed, the user inspected the device and believed it to be intact. Immediately following the procedure, a chest x-ray was taken which appeared negative for a retained foreign body. Daily chest x-rays were taken that also appeared negative until "[approximately] 4 days post-insertion". At this time, the x-ray showed a suspected retained wire. The wayne catheter was then removed without difficulty and the retained wire guide fragment was noted. The wire "initially remained lodged in the patient's chest wall" but was ultimately removed without harm to the patient. A subsequent chest x-ray confirmed no portion of the wire guide remained in the patient. No other adverse effects were reported for this incident.